Manufacturer narrative:
Other text: g5: 510k number is blank, this catalog number is not sold in the united states. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while in use with a patient, the connector at the end of the suction line had come off. Adverse effects are unknown.

Manufacturer narrative:
**UDI related data quality updates only**

Manufacturer narrative:
Email is: (B)(6).evaluation codes: updated. Device evaluation: one device was received for investigation. Per visual inspection, it was detected that the connector is separated from the suction line. It was detected that the dried glue residue on the tip of the tube where the connector is connected was not uniform. The complaint was confirmed. Th condition could be caused by the tube not being submerged properly into the solvent dispenser or a dispenser with a low level of solvent. Root cause was attributed to manufacturing; a bonding issue. The lot number was not provided, therefore no device history report (DHR) review could be performed. A 7-minute talk was given to manufacturing personnel on awareness of the importance of carrying out the manufacturing process in a responsible and efficient manner. A 7-minute talk was given to quality inspection personnel to raise awareness of the importance of carrying out the inspection process in a responsible and efficient manner., corrected data: g5